Event description:
Technician alleged the bed had a cut cable under the bed with wires showing, copper wire was showing. No pt impact.

Manufacturer narrative:
The technician found the cut cable, which was a communication cable the account provides, but didn't use. The technician removed the communication cable per the accounts request to resolve the issue.